Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review could not be conducted because a valid lot number for the device was not provided. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a lap-assisted vaginal hysterectomy, the jaws of the device would not reopen while applied to patient tissue. The surgeon used another instrument to pry the device off of the tissue. There was no unanticipated bleeding or tissue damage as a result.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.